Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient was eventually discharged from the hospital and reported to be recovering from the event. Antibiotic treatment and pd therapy were reported to be ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).